Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Reportedly, there was no issues with the pump, cartridge, or infusion set. The customer declined to perform troubleshooting with tandem technical support.